Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the have gotten an outside opinion from an orthodontist on the treatment plan and found out the aligners from byte were poorly designed for them and would negatively impact their health causing jaw and bite issues. The aligners are causing a weird bite that is making their jaw hurt and click now when they bite. The second opinion from the outside orthodontist said that this plan is not the best course of action as the aligners are only pushing my teeth out instead of actually correcting the jaw. Pushing my teeth out like this will end up causing them further jaw pain and more issues down the road.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.